Event description:
The customer reported their AED has a broken battery eject button. This event did not occur during patient use.

Manufacturer narrative:
The customer reported their AED has a broken battery eject button. AED works but battery button is malfunctioning. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service. The IFU states: maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications at the time the product was shipped to the customer. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.